Event description:
Follow up information received that the patient underwent surgery. The physician tried to revise the leads, but ultimately had to replace one of the leads. Effective therapy was restored post operation. Note: it is unknown to the manufacturer which lead was explanted, therefore the both leads are being reported on.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01413. It was reported that the patient experienced ineffective stimulation. The patient was reprogrammed and impedances were checked, which were all normal. X-rays were taken that showed the lead had migrated. The patient plans to undergo surgical intervention.